Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high threshold and impedance measurements in multiple implant positions. Helix rotation issues were also noted. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed in two segments approximately 5.5 centimeters (cm) from the terminal end. The helix was in a retracted position with dried blood/body fluid in the helix housing and tip region. The helix mechanism could not be tested due to the dried blood thus confirming the helix difficulty allegation made in the field. The lead passed a continuity and hipot test which confirmed the electrical and inner insulation integrity. Thus the high capture and high impedance allegations could not be confirmed through testing.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high threshold and impedance measurements in multiple implant positions. Helix rotation issues were also noted. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.